Event description:
It was reported that a pt went to have her 3023 relaced for a smaller 3058, due to her weight loss. When the 3023 was removed from the lead, the physician tried placing it into the header. After many attempts, the head would not go in. The physician ended up using the original device that was already in the pt's body. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.